Event description:
The surgeon thought the tip of the vitrectomy cutter was about to break off while it was in the pt's eye. The cutter was removed from the eye and replaced, and the procedure was completed with no injury to the pt.